Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use a resolute integrity rx drug eluting stent in a patient's riva (segment 6-7) long lesion with heavy calcification, a little tortuosity and 75% stenosis.. It was reported that no damage was noted to device packaging and no issues removing the device from the hoop/tray. The device was inspected with no issues noted. Negative prep was not preformed. The target lesion was not pre-dilated. During the procedure, the device did not pass through a previously deployed stent. It was reported that the detachment occurred after an unsuccessful attempt of crossing a calcified lesion of moderate severity with 60% stenosis. This was not the target lesion. The device did not separate into two parts. The dislodgement occurred during drawback. Resistance was encountered when advancing the device but no excessive force was used. It was reported that during removal of the device it was noted that the struts were detached from the balloon. No patient injury reported. It was noted by the account that after pre-dilation with a nc balloon, the lesion was easily treated with the implantation of another stent.

Manufacturer narrative:
Additional information: it was reported that stent deformation occurred during removal, after the unsuccessful attempt of crossing a calcified lesion of moderate severity with 60% stenosis. The proximal parts of the stent were attached on the delivery system as usual. The distal part of the stent was stretched and off the balloon. The device did not separate into two parts. This was previously reported as detachment and dislodgement. The stretching occurred during drawback. All material was fully removed from the patient. Evaluation summary: the stent was not positioned on the balloon between the marker bands as per specifications. Stent was completely stretched off the balloon/delivery system. Deformation was evident to the entire stent apart from three of the most proximal stent wraps. Distal stent wraps had struts raised, bunched, overlapping and stretched. Although stent meets od dimensional measurement criteria, the stent deformation confirmation is based on the failed visual inspection. Deformation was evident to the distal tip, distal tip appeared to be jagged and uneven. The inner lumen patency was not verified with a 0.015 inch mandrel, due to the serve deformation of stent and hardened blood within the inner lumen. If information is provided in the future, a supplemental report will be issued.